Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the hood of the bur unit chipped off in the shoulder. Further, the metal debris had to be cleaned out of the patient.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Nonetheless, based on the event description, the reported failure mode appears to be related to metal shavings coming off of the tip surface due to contact of the bur flutes against the sleeve window. This condition is a known failure mode which probable root cause(s) can be associated, but not limited to contributing factors, such as: components do not fit properly (gap/alignment between bur/sleeve assemblies), shaver blade deflects easily forcing the sleeve to contact the bur assembly and/or excessive force applied by user (bending/prying). However, these contributing factors cannot be confirmed nor ruled out since the alleged affected unit was not available for evaluation. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the hood of the bur unit chipped off in the shoulder. Further, the metal debris had to be cleaned out of the patient.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The reported failure mode was confirmed to be related to a broken metal piece coming off the sleeve tip. Based on the returned unit evaluation and device risk document, the most likely root cause can be attributed to ¿excessive force/torque applied by user (bending/prying)¿. This was based on the broken sleeve tip, metal surface carving on the sleeve tip inner surface and the multiple wear marks observed on the inner tube proximal end, which are signs of excessive pressure applied. Procedures are in place to mitigate occurrence and the IFU contains instructions and warnings to the user regarding proper operation of the product. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the hood of the bur unit chipped off in the shoulder. Further, the metal debris had to be cleaned out of the patient.